Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Updated fields: a2, a3a, b4, d8, d9, e1, g3, g6, h3, h6 (type of investigation, investigation findings), h11. Corrected fields: d1. The product was returned with the membrane completely unfolded and blood on the exterior of the iab. Additionally, traces of blood were found in the inner-lumen. One kink was observed on the catheter tubing approximately 75.7 cm from the iab tip. Additionally, one kink was observed on the inner-lumen approximately 14 cm from the iab tip. The one-way valve was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d4(version or model #, lot #, catalog #,exp. Date, UDI #), g3, g4(PMA/510(k)#, h11.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during iab (intra aortic balloon) therapy, when the product was inserted according to the normal procedure, the "iab circuit leak" alarm was displayed continuously, so we abandoned its use and changed to a new tr4055, and the procedure was completed without any injury or harm to the patient.